Event description:
It was reported that during patient use, a family member replaced the patient circuit and circuit checked the ht70 plus ventilator. The device was rebooted and then froze. It was forcibly shut down, and rebooted again with the same result. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).